Event description:
The distal tip (a single 1" to 3" piece) broke off a harris-kronner uterine manipulator/injector during a hysteroscopy procedure. The broken piece was removed manually (fingers or forceps). There was no pt injury.